Event description:
It was reported that an educator contacted beta bionics regarding a user experiencing recurrent early-morning hypoglycemia reaching a low of 61 mg/dl around 4 a.m. While using the ilet pump, and was advised to consult the healthcare provider about potential pump target adjustments. Symptoms included low blood glucose requiring treatment with oral carbohydrate. Outcomes included resolution with self-treatment and no hospitalization. Investigation included technical review of the reported event and user support troubleshooting and education. Investigation of this case revealed no device malfunction reported and that user education was provided with recommendation to coordinate parameter changes with the provider. It was concluded that the event was consistent with hypoglycemia of unclear cause and that the device performed as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.